Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection noted that everything on the device was outdated. During the functional testing, it was found that the pump was loud and the customer complaint was confirmed. The cause of the issue was a worn pump. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was making an abnormal vibration sound. There was no patient involvement and no patient harm/adverse event reported.